Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose since the day before. Customer¿s blood glucose was 475 mg/dl the night prior. Blood glucose the morning of the call was 70 mg/dl, then over 600 mg/dl in the afternoon and 376 mg/dl and 498 mg/dl at night. The customer had been treating with manual injections. The customer inquired about other areas in her body she could insert the infusion set into. The customer stated they would change the set. The insulin pump will not be returned for analysis.